Manufacturer narrative:
(B)(4). The handpiece was received in good physical condition. It was connected to a generator, evaluated with a test instrument and was found to be functional. The instrument was disassembled to inspect the internal components and there was moisture present. The handpiece has a number of seals to prevent fluids from entering the housing. "Positive moisture indicator¿ describes a condition where water enters the handpiece cavity during the steam sterilization process. The primary path of ingress is the distal seal; this may be caused by a reduction of the compressive force on the distal seal. However no definitive root cause could be drawn. It is probable that the ingress of moisture affected handpiece functionality. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
It was reported that during a right extended hemicolectomy procedure, thought there was damage to the golden rings internally, but after further examination there seems to be no damage. That is why this has been delayed as the hospital wanted sterilise the product for it to be safe for handling as well as to see if the problem persisted. Decontamination certificate supplied in package. Below error continues to occur:- "press ok to reset system and continue. If problem persists, please contact your ees representative." When doing an initial test with the handpiece; there were no problems. However when the handpiece is in use with tissue in the jaws of the harmonic the above error occurs. No patients have been harmed, however the clinician fails to see that with handpiece being relatively new and still showing that it has a life of sixty-seven uses left why this problems has occurred. Another like device was used to complete the procedure.